Event description:
"Pre sep" oligon catheter being inserted into the left internal jugular via ultrasound; guidewire introduced without difficulty, dilated and line placed over the wire. Wire unable to be removed and shredded when attempt was made to pull it out. Surgical intervention required to remove retained foreign body.